Event description:
The physician reportedly had difficulties during the implant attempt of the subject pacemaker to properly connect one of the two associated leads.

Event description:
The physician reportedly had difficulties during the implant attempt of the subject pacemaker to properly connect one of the two associated leads.